Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00129 / 00130).

Event description:
It was reported that the patient underwent right total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2014 due to alleged pain, metallosis, turbid fluid, and loosening. The head and cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately six (6) years post-implantation due to allegations of pain, metallosis, turbid fluid, and loosening. The head and cup were removed and replaced and an acetabular liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received confirms patient's right hip was revised approximately six (6) years post-implantation due to unknown mechanical complications. During the procedure, metallosis, loosening of the acetabular component, turbid fluid and bone loss were noted and bone grafting of cystic regions was performed.